Manufacturer narrative:
Manufacturer¿s report date: (B)(4) 2012. (B)(4). The customer stated the set has been discarded and is not available for failure investigation.

Event description:
About 5 months ago, the hospital switched from alaris extension sets to maxplus extension sets. Since the switch they have been experiencing some slip out of the luer from the angiocath causing leaks and loss of lines. Clinical education was provided regarding proper insertion of the luer into the hub of the angio, but even with the education and nurses insisting they are providing the press fit as instructed, the luer will eventually wiggle out of the hup. They did not experience luers slipping out with the alaris sets. No event sets were saved. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.